Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. The insulin pump had moisture damaged motor during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the customer jumped into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The mother stated the display went blank immediately after the moisture exposure. The customer was unable to retrieve the display with two battery changes. The customer also reported a button error alarm occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.